Event description:
Vague report received from baxter-spain states overinfusion occurred during pt use. Report states "infusion complete 10 hrs earlier than (the total infusion time expected was 24 hrs)". Device contained 100mg metroclopramida, 20mg dexamethasone and ns for total volume of 50ml. Reporter states no pt injury resulted. Additional info received from baxter-spain identifies drugs involved as metoclopramide (primperam) and dexamethasone.